Event description:
The patient underwent esophageal dilation. At the end of the procedure the operating room table was being repositioned. The IV pole fell onto the patent's face and hit the patent's left eye, which caused a laceration as well as dislocation of the intraocular lens.